Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set detachment events on (B)(6) 2026. The infusion set tubing detached from the connector. The infusion set was in use for two hours. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.